Event description:
Upon opening a new package of defibrillator pads-onestep CPR a/a/ multi-function electrode for anterior/anterior placement - adult electrodes, a loose wire was found protruding from the top of the left lateral chest pad after placement on a patient. The pads were immediately removed and a new package opened and used on the patient. The device was not in use at the time, staff were preparing equipment for a potential situation.